Event description:
It was reported that the patient was very itchy throughout the whole trial. The patient was sent to the emergency department for an epidural abscess, and the trial leads were pulled out and discarded per hospital policy. The patient was placed on antibiotics. Additional information was received that patient ultimately developed an abscess at insertion site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7293349. UDI: (B)(4).

Event description:
It was reported that the patient was very itchy throughout the whole trial. The patient was sent to the emergency department for an epidural abscess, and the trial leads were pulled out and discarded per hospital policy. The patient was placed on antibiotics.